Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. An inspections of the ventilator revealed overheating damages caused by an excessive electrical current of the hybrid board resulting in several burnt components. Additional inspection also revealed shorted components located the on power flex circuit. Further inspections revealed the connector jp5 of the power flex circuit was not properly seated onto connector of the hybrid board. Vyaire medical replaced the hybrid board and power flex circuit to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator went inoperable while in use on a patient. The customer reported that there was a smoking smell. There was no patient harm associated with this reported event.